Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone call that they experienced a high blood glucose level in the 400's mg/dl. The customer experienced no symptoms at the time of the event. The customer had not treated the high blood glucose yet. Troubleshooting was declined. Auto mode feature was in use. The insulin pump will not return for analysis.